Event description:
Customer reportedly obtained results of 419mg/dl and 91 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.